Event description:
Adverse event(s): "corneal edema" (corneal edema). Product problem(s): "bending" (bent [haptic]), "became detached from the optic" (detachment of device component [haptic]). A nurse reported that during intraocular lens (iol) implant surgery, the haptic was kinked and the iol was removed and replaced requiring an enlargement of the incision. In a follow-up, the surgeon further explained that because the haptics were bending, a replacement was necessary. During removal of the iol, the haptics detached from the optic. After the procedure, the patient had corneal edema and was treated with medications, in a follow-up, the surgeon reported that the corneal edema is resolving slowly and the patient continues on medications. The surgeon continues to monitor the patient.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were pulled out of the optic (not returned). The optic was scratched, chipped/nicked, torn/split/cracked into two pieces (possibly cut) and one optic half was torn/split/cracked on the post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/22/2010 and 05/04/2010 by phone, fax and mail. A completed questionnaire was received on 04/1/2010. (B) (4). (B) (4). (B) (4).